Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had high blood glucose and has changed out her set/site. Customer's blood glucose was 475 mg/dl. Customer stated that she has taken an injection using insulin from the same vial and it has been no help. Customer stated that she does have another vial but has not tried that. Customer ran a manual prime and insulin did exit the tubing. Customer did not have a tubing clamp and was advised to call back once she receives it to continue troubleshooting. Customer was advised to do a complete set change. Customer had a doctor's appointment and had to cut the call short. Customer stated that she dropped the insulin pump a couple times and denied any physical damage. A complete function check was not performed.